Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during the manual prime process and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to detached end cap. No a33 alarm noted. Drive support disk was inspected and no anomaly was noted. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker.